Event description:
It was reported that a device embolization, cardiac arrest, and death occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. Three hours post index procedure, the patient became lethargic and was hypotensive. Rapid response was called in response to this event, and the patient was given vasopressor medication to stabilize their blood pressure. Twenty one (21) minutes later, transesophageal echocardiography (tee) was performed bedside, which showed the closure device embolized into the left ventricular outflow tract (lvot). Fourteen (14) minutes later, the patient went into cardiac arrest with pulseless electrical activity. The patient was then declared dead thirty (30) minutes later.